Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that while in the cath lab, a female pt was having an intra-aortic balloon (iab) placed. The md inserted the super arrow-flex (saf) sheath with dilator into the left femoral artery. The iab was prepped with the one-way valve and the balloon was vacuumed tightly inside the tray. The catheter was removed from the tray parallel according to the instructions for use. The catheter was advanced in the sheath until it became stuck. The iab and sheath were removed together and a new kit was opened. Using the same insertion site, the second catheter was placed successfully. There was no pt death, injuries or complications. There was a 5 minute delay in the therapy, with no harmful outcome to the pt.